Event description:
Initial reporter indicated "after one test, it resets itself back to factory settings and had to be reset" good faith attempts are being made for programming history so it can be reviewed to see what occurred in the pt's programming session. Thus far, no programming history has been received.